Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer used more insulin after requesting a bolus than a non-tandem pump. Blood glucose level was 157 mg/dl.